Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient has undergone a revision total hip replacement due to instability. The patient has experience 2 incidences of hip dislocation of the left hip post surgery and so the surgeon replaced the liner to a constrained liner and also changed the head.

Manufacturer narrative:
The complaint states procedure: total hip replacement revision. The patient has undergone a revision total hip replacement due to instability. The patient has experience 2 incidences of hip dislocation of the left hip post surgery and so the surgeon replaced the liner to a constrained liner and also changed the head. The bio lox head was also replaced and the implant discarded. All other implants were retained. The patient underwent a revision procedure of an asr resurfacing to a total hip on (B)(6) 2014. A complaint database search and review of manufacturing records did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.